Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to deliver a bolus and noticed the bolus screen displayed units instead of carbohydrates. Reportedly, the customer did not turn on the carbohydrate feature when setting up the pump. Tandem technical support guided the customer through turning on the carbohydrate feature. Customer's blood glucose level was 152 mg/dl.